Manufacturer narrative:
Philips service advised bodyguard calibration and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm struggles to move from lao-rao/midline; abrupt stops observed on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.